Event description:
Health professional reported an alleged "failed lap-band device" that was "removed." Follow-up findings: the patient experienced an "infection." This was "first noted by redness" at port site. A culture of the infection was "taken at removal of the port." The results showed "staphylococcus aureus." The port was not replaced. A wound exploration was conducted on a later date and the surgeon found "tubing incorporated" into "scar tissue" at the abdomen wall. The band was removed and not replaced.

Manufacturer narrative:
Taper ii. (B)(4). Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Staphylococcus aureus, redness, and scar tissues are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional information has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. Int he presence of infection or contamination, removal of the device is indicated." Device labeling addresses the reported event of irritation as follows: the material in this device has been shown in biocompatability studies to cause slight irritation in intramuscular implantation in animal models.